Manufacturer narrative:
Approximate age of device - 2 years, 3 months. Investigation conclusion: the reported event of continuous alarms when connected to the mpu was confirmed analysis. During the evaluation of the returned (B)(4) the reported event was reproduced when the patient cable was manipulated. Further evaluation of the patient cable revealed kinked/damaged inner wires. The insulation of the red (alarm echo), orange (v+) and gray (rsoc) wires was compromised. A small burn mark was also observed at the compromised area. Due to the compromised insulation there was an electrical contact (short) between the wires and the cable shield which resulted in the reported alarms. The observed damage did not affect the pump support. The compromised patient cable was replaced with a new cable and 3 new aa batteries were installed. A full functional test was performed and the device passed all test steps. Mpu was returned to continuum stock. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was receiving continuous alarms and believed there to be an issue with the mpu cord. The mpu was exchanged and returned for evaluation.